Event description:
It was reported that on (b)(6) 2026 , a 18mm Amplatzer Amulet was implanted using a 14F Torque delivery system. The patient's activated clotting time (ACT) levels were 400+and rhythm was Atrial Fibrillation/Sinus (on and off). The left atrial pressure at the time of the procedure was 17mmHG. Following the implantation, the patient developed a postoperative localized pericardial effusion. Management of the effusion included pericardial drainage, with an initial removal of approximately 500 cc of fluid, followed by an additional drainage of approximately 250 cc. The physician mentioned Amulet stabilizing wires causing tear along the Pulmonary Artery (PA) tissue upon deployment

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.